Event description:
It was reported that the generator pocket had moved resulting in pain for the patient. As a result, the device was explanted about 10 years ago. Multiple attempts for relevant information were made, but no relevant information has been received to date.